Event description:
When using a vanish point syringe to introduce medication into an IV line, the safety failed. As the plunger was depressed, the needle retracted and then it appears as though the spring pushed the needle out through the shoulder of the syringe. No injury as a result of this product failure. Digital pictures are available.